Event description:
It was reported bradycardia with asystole occurred. A left atrial appendage (laa) closure procedure was performed using a 24mm watchman flx laa closure device with delivery system (wds) and watchman double curve access system (was). After successfully implanting the 24mm closure device, during extubating, the patient became bradycardic and soon went asystole. The patient was not given protamine prior to this occurring. A code blue was called, and chest compressions were initiated. The patient regained and maintained normal sinus rhythm and was intubated again. The physician checked the closure device location to rule out embolization. The closure device was confirmed to be in place with no shifting noted. The patient was admitted to the hospital and continued to be monitored. The physician suspected that the event could have been respiratory related, however the exact cause was unknown. Patient status: the patient will remain on a ventilator until stable enough to breath on their own.